Event description:
It was reported that the patient present to the emergency room, then went into vt in front of ER physician. The device was in backup vvi reset mode. The patient is very sick and the physician has opted not to explant the device.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.